Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (in)s for other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that patient's lead was always very position dependent with the last device which supposedly knew if patient was standing or sitting or lying down. Patient would comfortable where they were and then patient might go to lay down and it would throw them out of bed or couch patient happened to be laying on. It would just ramp right up and be very nasty to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-05-02 (B)(4) (con) :additional information was received from the consumer on 2019-may-02 reporting that their device was explanted. No further complications were reported.